Event description:
Add'l info rec'd from rptr 3/20/00: this memo is to cover the air-shields infant warmers continued problems. Hill-rom installed a new power module assembly into one of the units located in nicu. That unit was tested in the clinical engineering dept for 4 days with no problems noted and then returned to nicu for use. Two days later MFR received a call from the nicu staff that the same unit was turning off by itself and needed to be looked at. Responded to the call and monitored the unit for about thirty mins. Also talked to the charge nurse about the unit and was told that nurse had noticed that the unit was off and had turned it back on just before rep got there. The infant was removed from the warmer and the warmer was removed to the shop for further investigation of the problem. In checking the unit it was noted that the power module at the base of the unit hot lead prong was burnt and pitted. A call was placed to hill-rom to ask about an alert notification from 1995 about the power module and the possible correlation with the problem on this unit. Rptr was told by hill-rom that the notice covered the addition of a retainer with a svc loop to the power cord at the base of the warmers. This alert also included changing the power module and power cord from a standard type to a locking type to keep the contact point from pulling back and causing arcing on the power plug. This unit has the retainer installed but not the changing of the power cord and power module. Hill-rom has started a work order for the hosp to assist in checking all the untis to see what units are needing to have the repairs done and get the parts sent in to complete the repairs. A second unit looked at with the power cord in the base showed signs of burning and pitting on the hot lead prong. A conversation has taken place with hosp, the FDA, and svc rep dealing with the alert notice from 1995 from air-shields and the filing of a medwatch report on the findings with this unit. All units are to be checked and documented as to the status of the alert and the compliance to the alert asap.

Event description:
Radiant warmer in nicu nursery overheated, smoked, causing evacuation of the neonatal unit. No injury to any infants. Warmer removed immediately from svc. Preliminary cause was an overheated relay.